Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure (image dropouts) was confirmed and the reported failure (sporadic colorful pixelation) was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image is not displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image is not displayed due to video cable is broken. However, based on the results of the investigation, a probable root cause of the malfunction (sporadic colorful pixelation) could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the laparoscope, gynecologic exhibited image dropouts and sporadic colorful pixelation. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.